Manufacturer narrative:
The actual device has been returned, and is being evaluated. The lot number was also provided for evaluation. Investigation in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Complainant alleges " the tip fell off the pen and went into the eye, but it was safely retrieved. The patient was not injured."

Manufacturer narrative:
The device was returned for evaluation. The lot number and pictures of the device were also provided. In the damaged tip, the cause is found to be a broken wire due to the tip wire overlapping during use from pressure applied to the tip. Root cause is determined to be user error in applying force that cause the tip wire to overlap. If any additional relevant information is identified, it will be submitted in a supplemental report.